Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2022-00121 through 3012447612-2022-00122.

Event description:
It was reported that a virage closure top migrated out of the screw, allowing the rod to move post-operatively. This was discovered via x-ray at the three week follow-up and a revision surgery was performed the next day to remove and replace the screw, rod, and closure top. This is report one of three for this event.

Event description:
It was reported that a virage closure top migrated out of the screw, allowing the rod to move post-operatively. This was discovered via x-ray at the three week follow-up and a revision surgery was performed the next day to remove and replace the screw, rod, and closure top. This is report one of three for this event.

Manufacturer narrative:
Device evaluation: the returned devices match the information in the complaint file and were examined. There is no damage to the screw or closure top. Root cause: the root cause was unable to be determined. This event could possibly be attributed to the force applied to the construct by patient activities. DHR review: per DHR review, the parts were likely conforming when they left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.